Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient had undergone a full revision surgery that day due to a lead discontinuity and prophylactic generator replacement. During surgery troubleshooting was performed; the patient's old generator was removed from the lead and a test resistor was inserted. When diagnostics were run on the generator with the test resistor, the results were within normal limits. The lead was then reinserted into the old generator twice and all diagnostics resulted in high impedance. After the lead replacement and prophylactic battery replacement, all diagnostic results were within normal limits. Attempts have been made for the return of the explanted product, but they have been unsuccessful to date.

Event description:
It was reported on (B)(6) 2012, that a vns patient presented high lead impedance during a routine office visit. The diagnostics gave an impedance value of >10,000 ohms. The last diagnostics were performed in (B)(6) 2012. There were no reports of trauma and the patient was not experiencing any adverse events. The device was not programmed off (0.5/20/250/30/3). The patient will come back in to have the device programmed off and for x-rays to be taken. Additional information received revealed that the patient stated she had been playing rough with her family which could have damaged the device however this was not confirmed by the patient's physician. The device was not programmed off as the patient was not experiencing any adverse events. X-rays were sent to the manufacturer for review however no cause for the high lead impedance could be found. The lead pin was verified to be fully inserted into the generator no gross lead discontinuities were found. Good faith attempts to obtain additional information including whether or not surgery will occur have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted lead. A break was identified in one of the lead coils at the end of second portion of the returned lead. A positive distinction between the positive and the negative coil could not be made on the second portion of the lead. Scanning electron microscopy images of the broken coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Three sets of setscrew marks were seen on the connector pin, which shows that proper contact between the setscrew and the lead pin existed at least once. The outer silicone tubing is abraded open at approximately 15.4-15.7cm from boot. The lead coils are cut/torn at approximately 30.5 cm from boot, and 2.3 cm of the lead coils is exposed at the end of the first portion of the returned lead. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the end of the returned lead portions. Product analysis on the generator was completed on november 6, 2012. Electrical test results showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6), 2012 when it was reported that the explanted generator and lead would be returned to the manufacturer for product analysis. The generator and lead were returned to the manufacturer on (B)(6), 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6), 2012 when it was reported that the hospital will not be sending the explanted devices back for product analysis as the hospital has lost them; it is believed that they may have been discarded accidentally.